Event description:
Event description cpi received information that this large patch lead was suspected to be fractured. Because the impedance measurements were erratic, the physician elected to replace the lead system. Two large patch leads are involved in the patient's lead system so cpi is unable to determine which lead had the problem; therefore, will report on serial 136522 at this time.